Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent surgery due to lumbar degeneration. Intra-operatively, it was found that set screws slipped. The physician had to replace them with new one to complete the surgery successfully. No patient complications were reported as a result of this event. The patient's current status is well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.